Manufacturer narrative:
This report is being supplemented to report the investigation results. It was reported by the customer that the patient turned out to be infected after receiving the endoscopic procedure (ercp), however no additional information could be provided by the customer regarding this event when requested. No physical examination or cultures of the complaint device could be conducted as the device was not returned to olympus for evaluation. A definitive cause for this event could not be established because there is no detailed information available regarding the subject device or the patient's infection.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. The facility has declined reprocessing in-service with an endoscopy support specialist. If additional information becomes available at a later time, this report will be supplemented. This event has been reported by the importer on MDR# 2951238-2020-00470.

Event description:
It was reported the patient experienced an infection post endoscopic retrograde cholangiopancreatography (ercp). The customer reported that when there is delayed reprocessing, the scope is soaked for 1 minute. Although requested, the customer was unable to provide additional information regarding this event.